Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary fsh_2tne module had all pockets in drawer 4.2 not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets were not detected on bus. A field service engineer had re seated the row ribbon cables on the controller boards and verified proper functionality through diagnostics. The system functioned as intended after the field service engineer repaired the device.